Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 325cc and experienced capsular contracture (baker grade unknown) on the right breast implant. As a result, patient underwent bilateral removal and replacement with mentor saline implants of unknown type on (B)(6) 2018.

Manufacturer narrative:
Mentor received additional information indicating the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 350cc saline implants, catalog # 3501655, s/ns (B)(4) (l) and (B)(4) (r). The additional information also indicates that the implantation date was on (B)(6) 2008, not (B)(6) 2008 as previously reported on initial report dated 11/9/2018. Manufacturer¿s reference number: (B)(4).